Manufacturer narrative:
The device was returned, and the evaluation found that the adhesive on the objective lens was peeling off. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the flex deflectable videoscope exhibited a defect at the tip section where the objective lens adhesive had peeled. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed objective lens glue peeled off. It was presumed that the event was caused by stress of repeated use, external factors or handling, leading to the issue. A definitive root cause cannot be determined. The event can be detected and prevented by following the instructions for use: inspection method for the suggested event is described in the operation manual chapter 3 ¿preparation and inspection¿ section 3.3 ¿inspection of the endoscope¿. Olympus will continue to monitor field performance for this device.